Manufacturer narrative:
G4: 24mar2020 b4:(B)(6)2020. The service technician was not able to confirm the customer complaint. The service technician performed the system test and found no problem, unit passed the system leak test. For preventive measures, the service technician replaced boot kit rubber, the tubing kit, the top cover, mount isolation fan, cpu (central processing unit) cover tray and the annual pm (preventive maintenance) kit. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Dtae of event: (B)(6) 2020. Date of report: 07feb2020.

Event description:
The customer reported excessive tidal volume. The device was in clinical use at the time the issue was discovered, however, there was no patient or user harm reported.